Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately twenty four hours post implant, the patient experienced pericardial effusion. Lead perforation was suspected however no clear perforation was observed on the right atrial (ra) lead or on the right ventricular (rv) lead based on impedance, sensing and threshold tests. The ra lead was repositioned and the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.